Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was implanted on (B)(6) 2016 on a (B)(6) patient in a hospital in (B)(6) (city in (B)(6)). The user was not happy with the device as his penis is bent after inflation. He consulted a surgeon of a hospital in (B)(6) (city in (B)(6)) who has checked the device and he could inflate the device too. Neither the surgeon nor our sales rep who attended the surgical intervention could detect a failure on the product. The surgeon decided to change/explant the titan touch as he assumed the user was not able to handle the pump. He removed the titan touch on (B)(6) 2017 and implanted a ams 700 (as the pump is larger) instead within the same intervention. The bend of the penis is still present. As we cannot exclude the user will require compensation for the "damage" of "dysfunction of the device

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with the pump, cylinder #1, cylinder #2, or the reservoir. The information received indicated a bend in penis after inflation, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.